Event description:
It was reported that the system displayed different values while testing the unit's leakage current value. No pt was involved.

Manufacturer narrative:
The reported issue was originally "could not be confirmed" after a second review of the device. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.